Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient reported that they had a second revision with stryker implants on (B)(6) 2024 for pain. They further stated that it was noted during the procedure that the tip of the prosthetic in the femur had broken off and come loose. The broken piece at the very distal end of the femoral component was left in the patient, right hip.

Event description:
This MFR report #0002249697-2025-00353 was found to be a duplicate of MFR report # 0002249697-2025-00310. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00310. This product inquiry is being closed as a duplicate.

Manufacturer narrative:
This MFR report #0002249697-2025-00353 was found to be a duplicate of MFR report # 0002249697-2025-00310. All data for this patient's experience will be captured under MFR report # 0002249697-2025-00310. This product inquiry is being closed as a duplicate.